Event description:
Low advia centaur xp testosterone test results were obtained by the customer and considered discordant when compared with a redraw patient sample test result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp testosterone result.

Manufacturer narrative:
The cause for the discordant advia centaur xp testosterone result is unknown. The instrument is performing within specification. No further evaluation of the device is required.